Event description:
As reported per the cordis long sheath survey, respondent 7 experienced a brain embolism, resulting in an embolic stroke after the procedure. A hematoma developed in the groin area, likely due to inefficient deployment of the hemostatic device. Additionally, a vasovagal reaction occurred during the carotid intervention, presenting with transient symptoms. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported per the cordis long sheath survey, respondent 7 experienced a brain embolism, resulting in an embolic stroke after the procedure. A hematoma developed in the groin area, likely due to inefficient deployment of the hemostatic device. Additionally, a vasovagal reaction occurred during the carotid intervention, presenting with transient symptoms. The device will not be returned for evaluation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " embolic stroke, cerebral embolism, vagal reaction, hematoma" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. In addition, patient related events cannot be duplicated in the lab and therefore, due to the nature of the event, it cannot be evaluated without procedural films. Vascular complications (perforation, hemorrhage, hematoma, thrombus formation etc) are listed as possible complications of use of a sheath and are listed in the instructions for use (IFU) as such. Thrombus formation can also be due to various other procedural and patient factors, such as use or lack of use of anticoagulants, pre-existing vascular conditions, etc. Vasovagal reactions during carotid stenting is related to the vagal reflex caused by carotid sinus stimulation by the devices being used for intervention in that area, such as stents and balloon catheters. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.